Manufacturer narrative:
A follow up will be sent if the product or additional information is obtained.

Event description:
(B)(6) states the back cane attachment bracket is broken. (B)(6) states the provider did inform him the the end user has a lot of tone and this part broke over time. No injuries noted and we will warranty out the back cane attaching hardware.